Event description:
Additional information: it was later reported that a catheter occlusion was indicated, and a kink was visualized. It was noted however that the catheter was kinked one month prior (B)(6), and they did not replace the catheter. The catheter was unkinked and secured "differently." When the side port was later accessed in (B)(6), no flow was determined again. An x-ray was performed, and a disconnect was determined. The catheter was then replaced with new.

Event description:
Additional information reported that the patient's pump contained lioresal, but the concentration and dosage were not known. No further details were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter: model 8709, lot# n160028027, explanted: 2011 (B)(6).

Event description:
It was reported that a patient's catheter malfunctioned. The patient was reported to have experienced increased spasticity. The patient had a catheter revision on (B)(6) 2011 and the event resolved without sequelae (B)(6) 2011.

Manufacturer narrative:
(B)(4).